Event description:
Allegedly revised due to (B)(6) infection. Poly pitting was found.

Event description:
Allegedly revised due to staph infection. Poly pitting was found.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00146, 00147. This event occurred in (B) (6). Please be advised: in error, this report was sent to the esg test account rather than the esg production account. It was filed at 11:23:06 am on may 25, 2010. I am sending this to the production account to correct this error.

Manufacturer narrative:
Conclusion: product did not contribute to event.complaint history reviewed. Device history record reviewed.